Event description:
It was reported that the device experienced a power on reset (por). The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, crdm non-defib lead, implant: (B)(6) 2005; 5076-52, crdm non-defib lead, implant: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.